Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The pump was not returned for investigation. According to the clinical notes, the patient was awake and moving his limbs. Access site bleeding was reported at this time. The access site was held with manual pressure until the doctor re-sutured and placed a fem-stop after repositioning the impella. Arterial blood pressure improved after repositioned the device. The cause of the positioning issue was most likely patient movement, based on given clinical details. The cause of the access site bleeding issue was patient movement, based on clinical details. Added- h6 component code 925, d7a is no d4-corrected model number f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp placed to support a patient admitted in with multivessel cad (coronary artery disease) and in need of a hrpci (high risk percutaneous coronary intervention) . While awaiting the pci (percutaneous coronary intervention) the team had to code the patient due to vt (ventricular tachycardia) arrest. The cp was placed but there was a persistent access site bleed that needed intervention in form of new suturing, manual pressure, and femostop. No blood products needed/given. The pump also had loss of ps but neither issue prompted pump explant.

Manufacturer narrative:
D6b "if explanted, give date" corrected.